Event description:
It was reported that high capture threshold and inappropriate muscle stimulation was observed on the right ventricular (rv) lead. The muscle stimulation resulted in discomfort for the patient. No intervention has been performed to resolve the event at this time. The patient was in stable condition and will continue to be monitored.